Manufacturer narrative:
The pump passed all functional testing including the displacement, operating current, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarms noted during testing. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received excessive no delivery alarms. Reservoir and infusion sets were changed with no resolution. Insulin pump will be replaced. Customer's blood glucose was 340 mg/dl. Insulin pump would be replaced.